Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that on multiple occasions the customer received an "after bolus bg reminder" prior to the 2 hour period the pump was set to. Customer did not call in at the time of the reported issue, and stated they were unable to provide any further information on the reported issue. Customer's blood glucose level was not impacted.

Manufacturer narrative:
(B)(4). The reported event is not a reportable issue, and was filed inadvertently.